Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10381. The pt reported she has experienced some heating while charging her ipg since implant. The pt stated the heating is not uncomfortable; however, it does cause some redness on her skin. The pt reported she typically charges her ipg once a week for two hours. The pt was advised to try charging for smaller increments of time as a preventative measure. No further info is available at this time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Add'l info: 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.